Manufacturer narrative:
Product complaint # (B)(4) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient experienced pain and discomfort and exhibited symptoms of a loose implant. Doi: (B)(6) 2009 - dor: (B)(6) 2010 (unknown hip). Update ad 25 april 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and medical records. Ppf alleges infection. Dor was updated to (B)(6) 2010 due to the new information received from ppf and medical records. Stem cup and screw was added to ips due to alleged infection. Doi: (B)(6) 2009- dor: (B)(6) 2010 (right hip) first revision (B)(4) (second revision).

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.